Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: a2, a3a, a4, a5, a6, b2, h2, h6, and h11. Corrected data/additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, with no damage or unusual findings noted. During the surgeon¿s first attempt to place a clip on the cystic duct, the clip fell out of the applier as it was passed through the cannula into the patient. There were no collisions with other instruments, and no resistance was felt during instrument removal. No damage was observed to either the cannula or the instrument after the event. The clip was retrieved without incident by the surgical team and was confirmed to be intact. No additional procedures or post-operative tests were required. The procedure was completed robotically with no injury to the patient, and no post-surgical complications were reported. The retrieved clip was discarded. No photographs or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests, and 3 clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord the clips attaching to the instrument or clamping. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the technician loaded a large clip onto the hem-o-lok clip applier instrument. However, while inserting the instrument inside the patient, the clip fell off. It is unknown if the clip was retrieved. The technician tried to reload a new clip twice onto the instrument and each time, the clip would not seat or hold in place. The surgical staff sent the hem-o-lok clip applier instrument to the site's sterile processing department (spd) where it was washed and examined. The clip applier head was found to be loose at the joint. The instrument was wobbly and loose. The procedure was completed.